Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Troubleshooting was successful. At the time of contact, no injury or medical intervention was reported.